Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that during a procedure the "cutting of the probe was not confirmed". The condition of aspiration and actuation are unknown. The probe was replaced and the procedure was completed without harm to the patient.

Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue for this lot. The device history record shows the product was released per specifications. Inspection of the probe found the cutter in the fully shut position and the pneumatic open drive line was found to be occluded with adhesive which would prevent actuation of the probe cutter. The occlusion of the open drive line will prevent the reopening of the cutter and therefore remain in the fully shut position. The occlusion of the open drive line will render the device inoperable and would inhibit aspiration. The root cause is consistent with a manufacturing error where the driveline likely became occluded during the wetting of the pneumatic tubing with solvent and subsequent insertion to the probe engine. In order to mitigate the occurrence of this type of event, during the manufacturing process, downstream in-process checks after final assembly are utilized to help screen out this type of defect from occurring. After a thorough investigation of this complaint, it has determined that no further actions will be pursued at this time. Quality in-process controls are in place to assist in mitigating this issue from occurring. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).